Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced electrode migration a second time. On (B)(6) 2017, the recipient underwent a second repositioning surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
On (B)(6) 2017, the recipient underwent repositioning surgery. The recipient's device has been activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's activation following repositioning surgery on (B)(6) 2017 reportedly went well. The recipient is scheduled for a second repositioning surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.